Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional electrodes) was confirmed. As received, the belt failed incoming testing. Upon evaluation, the +5v wire from the cable connecting the distribution node (dn) and front therapy electrode (te) was broken inside the dn. The cause of the non-functional electrodes is the open connection. The root cause of the open connection is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that the electrodes were non-functional.